Manufacturer narrative:
Concomitant medical products: product ID: bi71000176rpend, lot/serial: unknown. Product ID: bi71000195rpend, lot/serial: unknown. Product ID: bi71000175, lot/serial: unknown. A medtronic representative went to the site to perform a system checkout. The issue was confirmed and the charger enclosure and power conversion enclosure were replaced. The system passed checkout. The concomitant products have not been returned at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure during preventative maintenance that the battery indicators were flashing red and the generator would not boot up. The proper voltage was not coming out of the power conversion enclosure. There was no patient involvement.

Manufacturer narrative:
H3, h6: the kit svc bi71000195 tray o2 ias power (rev. 1 : s/n iec (B)(6)) was returned for analysis. Analysis found that the part was returned from the field as part of a proactive change. The kit svc o2 bi71000176 encl power convsn (fqqja) and kit svc o2 bi71000175 enclosure charger (fqqhy) have been received by the ma nufacturer for evaluation. However, results are not available at the time of filing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the power conversion enclosure was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. When installed in a known good system, the system performed as intended. No failure was found with the power conversion enclosure. The charger enclosure was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. The returned charger enclosure was dusty and matted on the fans. It was cleaned and installed in a known good system. The system initialized and readied. Visual inspection confirmed the flashing battery indicator. There was an individual battery failure. Analysis found that the reported event was related to an electrical issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.